Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the absorb instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014 the 3.0x28 mm absorb scaffold was implanted in the proximal left circumflex coronary artery. Exertional angina began on (B)(6) 2015 and was treated with medication, but angina continued. On (B)(6) 2017, coronary angiogram revealed moderate to severe in-scaffold restenosis. Percutaneous coronary intervention was performed with implantation of a non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The date received by manufacturer on the initial 30-day medwatch report should have been (B)(6) 2017.